Event description:
A customer contacted a baxter technical service rep (tsr) regarding a check pt line alarm and the home pt (hp) feeling fuller than usual in drain 3/4 (dv=96ml). Tsr had caller close and open transfer set 5x and check tape on catheter site. Hp drained a total of 3469ml and then resumed fill 4/4. The last volume filled with was 2500ml. Tsr will swap, hp is diabetic and has manual supplies and procard. The hp will contact the rn if manuals are used. No pt injury or medical intervention was communicated during the initial report.